Event description:
During the procedure to treat a (cto) complete total occlusion of the (sfa) superficial femoral artery, the needle of the outback was unable to re-tracked. There was no pt injury. Add'l info indicated during prep prior to inserting in the pt the cannula was deployed, but was re-tracked. The product was delivered to site a couple of times, but after the last attempt to cross the lesion, the cannula/needle could not be retracked. Several attempts were made to retract, but final the outback was removed with the cannula exposed. There was no pt injury and the product did not appear visible damage. Add'l info is still pending and the product may not be returned for analysis. Additionally, there was no lot number available for the unit.

Manufacturer narrative:
Add'l info will be submitted within 30 days.